Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during an unknown procedure, the needle kept falling out of the device. No adverse events reported.

Manufacturer narrative:
Tracking no: (B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one sealed device loading unit. No visual abnormalities were noted. The needle was received in sealed the cartridge. The needle was loaded onto a pmv instrument. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of each jaw to simulate clinical conditions. The needle was loaded and unloaded onto the instrument without difficulty. No difficulty was experienced in loading, unloading, or toggling the needle. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported conditions. The reported condition was not confirmed as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.